Event description:
It was reported, that at 01:55 on (B)(6) 2021, ventilator failure is detected with error 6 (covid+ patient under vv-ECMO therapy). Upon arrival in the room, the ventilator was active and displayed a red alarm message (error6). The ventilator did not respond to any manipulation of the display, nor was ventilation possible. The defective ventilator could no longer be operated, produced a constant flow, which remained constant even though the system was completely switched off. Only deconnection from the gas supply ended this flow. The patient was subsequently stabilized and continued to receive care via a replacement device.

Manufacturer narrative:
For the investigation of the reported event on the evita v500, produced in april 2012, the logbook and further information from the service report as well as email correspondence were available. The device was additionally inspected by a dräger service technician on site. The failure reported by the user on 04/26/2021 and also the displayed error code 6 could be confirmed in the logbook and by the service technician's examination of the device. The cause was a defect that occurred in the o2 proportional valve of the affected unit. The device behaved as specified and alerted the user to the issue with high priory alarms. The safety software continuously monitors the correct operation of the device. In the event of a device malfunction regarding gas delivery, the safety valve opens to allow spontaneous breathing. Visual and audible alarms are provided to the user. Follow-up inquiries to the customer have revealed that the initially severely ill covid patient recovered after a short saturation drop and medication application. Serious injury can be ruled out. The o2 proportional valve was replaced by the technician and the inhomogeneous lighting of the oled display was also changed in the process. The device could then be tested without any deviations according to the manufacturer's specifications and handed over to the customer. The quality field data is recorded and evaluated by the responsible quality board. The number of malfunctions related to this problem that are reported from the field is are very low and are within the accepted range. The investigation results have not revealed any new risks that are not covered by the existing risk management report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported, that at 01:55 on (B)(6) 2021, ventilator failure is detected with error 6 (covid+ patient under vv-ECMO therapy). Upon arrival in the room, the ventilator was active and displayed a red alarm message (error6). The ventilator did not respond to any manipulation of the display, nor was ventilation possible. The defective ventilator could no longer be operated, produced a constant flow, which remained constant even though the system was completely switched off. Only deconnection from the gas supply ended this flow. The patient was subsequently stabilized and continued to receive care via a replacement device.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field.

Event description:
It was reported, that at 01:55 on (B)(6) 2021, ventilator failure is detected with error 6 (covid+ patient under vv-ECMO therapy). Upon arrival in the room, the ventilator was active and displayed a red alarm message (error6). The ventilator did not respond to any manipulation of the display, nor was ventilation possible. The defective ventilator could no longer be operated, produced a constant flow, which remained constant even though the system was completely switched off. Only disconnection from the gas supply ended this flow. The patient was subsequently stabilized and continued to receive care via a replacement device.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported, that at 01:55 on (B)(6) 2021, ventilator failure is detected with error 6 (covid+ patient under vv-ECMO therapy). Upon arrival in the room, the ventilator was active and displayed a red alarm message (error6). The ventilator did not respond to any manipulation of the display, nor was ventilation possible. The defective ventilator could no longer be operated, produced a constant flow, which remained constant even though the system was completely switched off. Only deconnection from the gas supply ended this flow. The patient was subsequently stabilized and continued to receive care via a replacement device.